Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
The report received indicated that the patient is hospitalized and was connected to the cac and battery during the night, and the cac was not connected properly which lead to controller running on one battery. The battery was "maybe depleted" and the controller shut down. According to the patient, no "no power alarm" was sounded. The patient woke up and reacted to connect another battery and pump restarted. The perfusionist double checked and could confirm that no "no power alarm" occurred. Log files were sent and controller was exchanged without problem. Investigation is ongoing.

Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to the controller internal battery (bt1) that supplies power for the "no power alarm" was found depleted and with signs of leakage(cell batt+). Troubleshooting identified a faulty internal battery, as the root cause of the "no power alarm" remaining silent. The confirmed malfunction is related to the reported event. The issues related with the internal battery are being addressed. The most likely root cause of the reported event is coin cell run down, which likely contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.